Event description:
A patient reported that they were unable to test on their one touch ultra meter because it would only prompt "error 2" messages. Patient reported no symptoms. Patient was not treated. No further information has been reported.